Event description:
A right heart catheterization was performed for reasons unrelated to the sensor. The sensor was recalibrated, and the mean was increased by 17 mmhg. Readings were observed under the manufacturer's patient care network database.